Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6 corrected: h4    a g7 positioning guide rod, was returned and evaluated against the complaint. Visual inspection confirmed the tip to be fractured. The fractured portion was not return. Rings of wear are present on the shaft. No thread damage was observed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the preparation for the surgery, it was found that the tip of the instrument was fractured. Attempts have been made and additional information on the reported event is unavailable at this time.